Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient does not have effective stimulation in her right leg from her epidural lead. The patient's x-rays revealed the lead had migrated. An sjm representative reprogrammed and was able to provide some stimulation to the right leg, but it is not as effective as the stimulation in her left leg. The physician wants the patient to use the system for while before deciding on the next course of action.